Event description:
It was reported that when using the bd pyxis¿ es server all machines were intermittently in disconnected mode, and users were unable to log in. The issue occurred most of the time, with devices remaining in disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that all machines were intermittently in disconnected mode, and users were unable to log in. A technical support specialist (tss) found the c drive was bloated and database backup jobs were failing. The tss followed relevant knowledge articles to clean the winsxs folder and dsserver reports, then rebooted the data base server with customer approval. Post reboot, disk space was normalized, backup jobs were restarted and verified successful. The system functioned as intended after technical support specialist troubleshot the device.